Manufacturer narrative:
This report is submitted on january 20, 2023.

Event description:
Per the clinic, the patient experienced vertigo and vomiting (specific date not reported). Subsequently, the patient was treated with oral steroid for 7 days (specific date not reported). The implanted device remains.